Event description:
The end user's nephew states the arm and legrest is broken.

Manufacturer narrative:
The product is not expected to be returned. A follow-up will be sent if additional information is received.